Manufacturer narrative:
The monitor for the ablation system was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: medtronic received information that a subsequent procedure was completed with the ablation system on a later date with a different patient. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the ablation system was replaced. The system then passed the system checkout and was found to be fully functional. The monitor has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation (neuro) procedure. The issue occurred intraoperatively and delayed the surgery by 20 minutes. It was reported that during the surgery, the site was experiencing intermittent monitor behavior. When the monitor was turned on in the morning, it worked just fine, but during the case the manufacturer representative (mr) zoomed in and the monitor went completely black. The monitor was then turned off and on, and the issue was resolved. Monitor went black again, but came back on, but the lower right corner was darker than the other areas of the monitor. Again, the mr restarted the monitor to resolve the issue. It happened again, so the mr restarted the whole system, which did not resolve the issue. Then a couple minutes later the bottom right corner brightened up. The surgery was completed and there was no impact on patient outcome.